Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant.

Event description:
It was reported that four patients presented with post biopsy necrosis, at the insertion site, where lidocaine was substituted with xylocaine in three of them. The needles used for the procedures were discarded and the lot numbers were unknown. Attempts to obtain additional information on these events have been unsuccessful as of today. A preventative maintenance check was completed on the atec sapphire biopsy console (concomitant product) on june 8, 2021 and met hologic specifications. This report is one of four related to the reported issue. See associated medwatch, manufacturer report # 1222780-2021-00189,1222780-2021-00191, 1222780-2021-00192.